Event description:
It was reported that during equipment testing, an air leak was discovered in the hose portion of the pneumatic drill. This event did not occur during a surgical procedure, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. The device eval confirmed damage to the hose assembly, resulting in air leakage. It is unk how the hose damage occurred. The hose assembly was replaced, and add'l components were also replaced for preventative maintenance purposes.